Event description:
The distributor updated this event to fractured implant. Nerve injury was reported in error.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the distributor updated the event from nerve injury to a fractured implant. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation findings code was updated: 3252. H6: investigation conclusions code was updated: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant had heavy damage and was trephined. The implant had a fractured collar. DHR review was completed for the subject lot number 1229684. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229684 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long-term loading). Therefore, based on the available information, device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at an unknown tooth location was removed due to nerve injury.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1229684. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229684 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. However, a definitive root cause could not be determined because the device was not returned. Therefore, based on the available information, device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.